Event description:
An endocsopic retrograde cholangiopancreatography was performed by a physician with a stone extraction catheter. The physician was unable to advance a wire guide through the device due to an obstruction. Therefore, the catheter was removed. A second catheter was placed over the wire guide, advanced into the duct and the stone removed with no difficulty. The patient is in satisfactory condition.